Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during surgery, the balloon broke. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. There was no tissue damage and no excessive bleeding. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
.